Event description:
It was reported that during the procedure a .014 balance middleweight (bmw) guide wire was advanced to the left diagonal artery followed by a 3.0x15 rx trek dilatation catheter. Dilatation was performed one time at 14 atmospheres for 60 seconds. The same guide wire and balloon were used to treat a lesion in the left circumflex artery. The balloon was inflated at the proximal circumflex two times at 14 atmospheres for a total of 75 seconds, and three inflations in the mid circumflex at 18 atmospheres for a total of 75 seconds. After dilatation, an unsuccessful attempt was made to retract the dilatation catheter on the guide wire. The guide wire and the dilatation catheter were removed from the anatomy as a single unit. A new bmw guide wire was advanced to the circumflex artery and an unspecified planned stent was successfully deployed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: cordis xb 3.5, guide wire: balance middleweight, sheath: 6fr. (B)(4) above rated burst pressure. Evaluation summary: the tip of the guide wire was tugged on to confirm the core and shaping ribbon were intact. An attempt was made to remove the returned bmw guide wire from the trek. But the bmw guide wire could not be removed from the catheter. The catheter and bmw guide wire were placed in the water bath and were soaked for two days. The bmw guide was removed form the catheter with strong resistance noted. The bmw guide wire revealed the intermediate coils were pushed distal from the proximal solder, for a length of 4mm. The tip of the catheter stretched during removal of the bmw guide wire. As there was no damage noted to the guide wire during the inspection prior to use, this suggests that the guide wire was damaged during the procedure. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. It was reported the trek was inflated to 18 atmospheres (atms), which is above the rated burst pressure of 14 atms. It should be noted the warnings section of the trek and mini trek rx coronary dilatation catheter instructions for use cautions: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent overpressurization. It is not likely that the over pressurization of the balloon caused or contributed to the reported difficulties. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.